Manufacturer narrative:
Device serial number has been requested, but no yet provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2022, the patient experienced an immediate post-operative complication following left ventricular assist device (lvad) implant. The patient was re-opened due to mediastinal bleeding from the chest wall. Blood products were used and the bleeding was controlled.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), on 18may2022. In the immediate post-operative period, the patient¿s chest had to be reopened due to mediastinal bleeding from the chest wall. The bleeding was controlled, the patient was administered blood products, and the event resolved on 18may2022. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), in stable condition, and was to undergo rehabilitation before being discharged home. No further events have been reported at this time. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (lvas), rev. C, contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding recommended anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient's platelet count had been dropping since surgery and that the patient developed heparin induced thrombocytopenia on (B)(6) 2022. This was reportedly ongoing at at time of study withdrawal.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , in stable condition, and was to undergo rehabilitation before being discharged home. No further events have been reported at this time. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding recommended anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.